Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9505144.

Event description:
According to the available information, urinary catheter aa6116 catheterized the previous day was found in the patient's protection, deflated balloon. The balloon had been tested prior to insertion and inflated with 15ml of ppi water. The catheter was discarded and the nurse who replaced it with a ch18. The catheter balloon was tested before insertion then inflated with 15ml of ppi water. The following day (25/07), the catheter was found in the patient's protection. The team decided to test the balloon by trying to inject ppi water, which came out of the balloon through a tear.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9505144. The sample was received on 1st august. After disinfection we can observed the balloon was burst without missing part. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study was performed based on product: folysil dhf, defect, burst from september 2020 to september 2024, 178 similar cases were found. It is concluded that the risks identified are still acceptable and considered as safe.